Manufacturer narrative:
Corrected data: date of event: (B)(6) 2015. The clinic reported that a laser vision correction patient presented with epithelial ingrowths on the left eye (os) nasal to line of sight at the post operative exam on (B)(6) 2015, after an ilasik procedure on both eyes (ou). A flap lift and rinse was performed to remove the epithelial ingrowth. The patient's visual acuity sans corrected (vasc) at 1 day post op of the flap and rinse was 20/20 on the right eye (od) and 20/20 on the left eye (os). The flap interface was clear os. The patient was to restart using medications. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowths on left eye (os) nasal to line of sight at 18 day post-operative exam after an ilasik procedure on both eyes (ou). A flap lift and rinse was performed to remove the epithelial ingrowth. The patient¿s visual acuity sands correction (vasc) at 1 day post op of the flap and rinse was 20/20 on right eye (od) and 20/20 on left eye (os).the flap interface clear os. The patient was to restart using medications.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowths on the left eye (os) nasal to line of sight at the post operative exam on (B)(6) 2015, after an ilasik procedure on both eyes (ou). A flap lift and rinse was performed to remove the epithelial ingrowth. The patient's visual acuity sans corrected (vasc) at 1 day post op of the flap and rinse was 20/20 on the right eye (od) and 20/20 on the left eye (os). The flap interface was clear os. The patient was to restart using medications.